Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was found to be programmed off. The device was inadvertantly left in the off mode after surgery. There were no reported patient symptoms associated with this clinical observation.